Event description:
A male pt experienced an unspecified flare up after sleeping in acuvue soft contact lenses for twenty days. The pt was using an unspecified type of renu previous. The renu bottle and contact lens case were discarded.